Manufacturer narrative:
(B)(4).

Event description:
It was reported that high, out of range hv lead impedance was observed via remote transmission. The lead was capped and replaced on (B)(6) 2016. There were no complications or problems concerning the patient.